Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1277, awareness date 05-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2012. Consumer had the procedure done in 2012 and it was very painful to implant. It was in the office of her doctor, she was not given anything for pain only her cervix was numb. Immediately after she was in a lot of pain and bleed for weeks. She weighed (B)(6) lbs and in two and a half years she went up to 205 lbs. Her periods were so heavy and many times she had them up to 3 times a month. Her skin changed, she always broke out. Her stomach was so bloated and inflamed. She has experienced hair loss, this has never happened until she got essure. She was in pain all the time. It seemed like she had labor like cramping all month long. Her doctor gave her birth control pills and they did not help. After having essure for two and a half years, her implanting doctor agreed to do a total hysterectomy. She was not planning on losing her cervix, tubes and uterus at the age of (B)(6). She was 5 weeks post-operative at the time of the report, and felt the difference already. Product technical complaint analysis received on 21-oct-2015: this adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment; no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced bleeding for weeks (interpreted as genital bleeding). She also had pain all the time / labor like cramping all month long (interpreted as pelvic pain), and two and a half years after essure insertion she underwent a hysterectomy. These events were considered serious due to medical significance and are listed in the reference safety information for essure. Pelvic pain and genital bleeding may occur after essure insertion. Considering the positive temporal relationship and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy). Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.